Event description:
Customer called to report an alert on her insulin pump. The sensor was unable to communicate with the insulin pump. Blood glucose reading at the time was 134 mg/dl. Troubleshooting was performed. Customer removed the sensor from her body. Advised customer to use a new sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.